Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user: they could not insert angio-seal into artery to initiate closure. There was difficulty at the start of procedure, while inserting the access sheath. There was no harm to the patient due to the ango-seal issue. Additional information was received on november 3, 2017. The access sheath described was a competitor sheath, the competitive sheath was switched to a pinnacle sheath, and were successful with the pinnacle. There was no blood loss. The procedure outcome was successful. There were no other devices or equipment being used with the reported product. Manual compression was used to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the additional information and the completed investigation. It was initially reported the device was available, however the device has not been returned. Therefore, sections device available for evaluation, and device evaluated by manufacturer have been updated to reflect no device return. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.